Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, normal battery depletion was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the ventricular lead has had rising impedances and thresholds. It was further reported that the atrial lead appears to be oversensing, and that the device function of "search av+" was on but turned itself off. The device and leads remain in use and no patient complications have been reported as a result of this event. It was further noted that the device has been replaced and returned, and the right ventricular lead has been capped and replaced.

Event description:
It was reported that the ventricular lead has had rising impedances and thresholds. It was further reported that the atrial lead appears to be oversensing, and that the device function of "search av+" was on but turned itself off. The device and leads remain in use and no patient complications have been reported as a result of this event.